Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose (bg) was 569 mg/dl. A correction bolus via the pump was delivered to address bg. Reportedly, customer continued using pump for insulin therapy.